Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (weak vibration) issue. It was alleged that the auditory alarm was working. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 03/22/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/06/2017 with the following findings: when the pump was powered on, a vibration was observed. The pump gave the appropriate vibration when an alarm was triggered. The allegation of a weak vibration could not be confirmed. Unrelated to the initial allegation, the battery compartment was cracked.